Manufacturer narrative:
No further information was provided. The information for date of birth was requested but was not provided a supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured a series of no external power events on (B)(6)2022 caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Section a2: patient age is estimated. Manufacturer's investigation conclusion: the reported no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 8 days of data (13feb2022 ¿ 21feb2022 per the timestamp). On 16feb2022, the log file captured no external power alarms due to temporary losses of power ac while connected to the mpu. The alarms were resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis. Per device history records, the (B)(6) is equipped with the v-lock connector. Multiple requests were made to obtain additional information (including if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or the back of the unit, or if any environmental circumstances would have affected ac power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power (serial#:(B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped on 05apr2018. Per device history records, the (B)(6) is equipped with the v-lock connector. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.